Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019. The patient reported she manages her diabetes with oral medication, diet and exercise, and made no changes to her normal diabetes management regimen. The patient alleged that at an unknown time after the alleged issue she developed symptoms of ¿severe headache¿. The patient confirmed she did not require or receive any treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when the power button was pressed the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical intervention and there is insufficient information to rule out the contribution of the subject meter to the event.